Manufacturer narrative:
The reported event was poor fixation of the lead due to implant technique. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that a right ventricular (rv) lead had perforated the cardiac tissue at the apex. During the revision procedure, the cardiologist noted that the rv and right atrial (ra) lead were incorrectly tied down on the electrode directly instead of at the suture sleeve. The rv and ra lead were explanted and replaced. The cardiologist did not allege a malfunction on the rv or ra lead. The patient was stable. Related manufacturer report number: 2017865-2022-02733.